Event description:
It was reported that an alert for high, out of range pacing impedance was observed via remote transmission. The patient was asymptomatic. When the patient presented to clinic, isometrics were performed. Serial impedance measurements were normal. The patient will continue to be monitored normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the lead was explanted. No further information is available.